Event description:
It was reported that this patient has received multiple inappropriate shocks due to t-wave oversensing. The patient's entire system is currently being evaluated to prevent these inappropriate shocks. No adverse events were reported.